Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker has depleted from 6 years down to 4.5 years battery remaining in the span of 4 months. Boston scientific technical services (ts) reviewed the data in the latitude, which showed that the power consumption of 65 micro watts which was 152 percent as of expected. However, the right ventricular (rv) lead outputs were auto at 5.0 volts at 0.4 milli seconds and the patient paces 97 percent of the time in the rv. Moreover, ts stated that this was having an impact on the longevity. A potential early battery replacement was initiated. As of this time, this device remains in service. No adverse patient effects were reported.